Manufacturer narrative:
Other, other text: device evaluation: one pneupac ventilators parapac plus was returned for analysis. According to the investigation, the patient outlet fitting had separated from device. The customer reported problem was confirmed, the device outlet label was damaged which may have been forcibly removed from the patient outlet fitting.

Event description:
It was reported the device's connection port was detached. No adverse effects reported.